Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was not confirmed. The unit was tested and the image was functioning properly. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus camera head was not producing an image during preparation for a therapeutic transurethral procedure. According to the initial reporter, the staff completed the case with no patient harm, nor any delays using another similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the repeat review of the repair department did not replicate the phenomenon of "images are not displayed." As a result, a root cause could not be identified. Olympus will continue to monitor field performance for this device.